Manufacturer narrative:
The customer reported that there was insufficient contact between battery and the device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was insufficient contact between the battery and the device.